Manufacturer narrative:
The initial MDR 2432235-2017-00211 was filed on march 27, 2017. Additional information (03/28/2017): the initial MDR stated that "the patient was treated for hypomagnesemia due to the discordant result." Additional information regarding patient treatment was provided. The patient was given intravenous magnesium infusion for hypomagnesaemia based on the falsely low magnesium result. This was as per the standard protocol for intravenous treatment in case of magnesium levels being less than 0.4mmol/l. Since the patient's magnesium level was normal, the intravenous magnesium replacement resulted in the actual rise of patient's magnesium level leading to hypotension and respiratory distress. The patient required additional treatment and monitoring to recover.

Manufacturer narrative:
The customer contacted a siemens customer care center. Quality control on the day of event occurrence was acceptable. The customer stated that this is an isolated event. The customer also stated that there may have been bubble in the reagent pack. The cause of the discordant, falsely low mg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was treated for hypomagnesemia due to the discordant result. The sample was repeated on the same instrument, resulting higher and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no reports of adverse health consequence due to the discordant, falsely low mg result.

Manufacturer narrative:
The initial MDR 2432235-2017-00211 was filed on march 27, 2017. The first supplemental MDR 2432235-2017-00211_s1 was filed on april 18, 2017. Additional information (04/25/2017): a siemens headquarter support center specialist reviewed the information provided by the customer and stated that the data was inconclusive to determine if the issue was due to an instrument malfunction or sample integrity. The customer continued to run patient samples on the instrument and did not obtain additional discordant results. The cause of the discordant, falsely low magnesium result on one patient sample is unknown.